Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. No components were replaced. The unit passed all tests and calibrations per the service manual. (B)(4).

Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.